Manufacturer narrative:
Result of investigation: the root cause of the issue was most likely internal pollution with electronically conductible dust. Investigations performed on similar cases reported previously with the following result: the powerboard has shown the described errors - self-start and shutdown of the board. It was possible to investigate the parts behavior and the electrical signals. The proved reason for the device behavior is a self-activating input signal on the powerboard. The signal simulates a power button event without any user interaction. These results in self-restarts and shut-down dialogue box triggering. In worst case, it is possible that the device switches off by itself, when the signal meets the force-quit sequence. It is apparent that the device is polluted more than expected. An influence of the humidity on the reproducibility of the misbehavior could also be identified. The concerned signal line is due to its function critical and therefore sealed that environmental influences should not affect the device functionality. The sealing was checked and does not comply with the expectation of imt ag - an electrical connection to sealed components was possible. The selection of the sealing compound and the sealing process was defined by the supplier (gpv) of the pcba. In addition, the process validation and the process monitoring was in responsibility of gpv. By cleaning one of the polluted components on the board, the error could no longer be reproduced. This concludes that the pollution in addition with the improper sealing is the cause of the error. The problem was resolved after replacing the power board.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, picture of the screen and log files has been sent and analyzed by technical support. Advised the customer to cross check the unit with good known power board and provide feedback. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 showed shutdown messages on the screen. The customer confirmed that there was no patient involvement from the reported event.